Manufacturer narrative:
(B)(4).

Event description:
Parent reported inaccurate cgm values.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.